Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient felt that their blood sugar was going down fast and called their spouse. The patient's son was sent to check on the patient and when he arrived, the patient was nauseous, dizzy and vomiting. The patient fainted and the patient's son called for paramedics. When the paramedics arrived, they checked a finger stick and the bg meter was 44 mg/dl while the dexcom was displayign 70 mg/dl. The patient was still unconscious and was transported to the hospital. The patient regained consciousness at the hospital. The patient stated they were given tylenol (it is unknown why the patient was provided tylenol) and no information was provided about what diabetic treatment the patient received. The patient was hospitalized for 8 days. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).